Event description:
It was reported that during the implant procedure it was difficult to insert the lead into the ventricle port. A small amount of sterile echo gel was used for lubrication. Once the lead was reinserted in the header, the device measured high impedance. A new lead was inserted without any trouble.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.